Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (06/21/2025). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the cannula was discovered bent. Symptoms reported include hyperglycemia, dizzy, vomiting and the site was bleeding. The patient was treated with IV insulin and stated that the emt (emergency medical technician) gave them a paste but did not know what it was. The pod was worn when seeking medical attention. The patient was released 6 hours later (06/21/2025).